Event description:
(B)(4).

Manufacturer narrative:
An engineering investigation was performed on the returned power converter by the design facility. Investigation identified the most likely root cause of the reported incident as a faulty electrical component. Based on all available evidence, the component was damaged by mechanical stress. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The dc/dc converter was returned to the mfg facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).